Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this tightness test an flow sensor calibration can not be performed by the user no patient involvement.